Manufacturer narrative:
If the user facility returns the instrument at a future date and further information is available, a follow up MDR will be filed. This product is used for treatment and not for diagnosis.

Manufacturer narrative:
Initial MDR 9680837-2011-0003 was submitted on (B)(4) 2011. New information: the instrument was returned to the manufacturer medtronic xomed instruments on (B)(4) 2011. The instrument appeared to have been extensively used and cleaned. A review of the DHR found that the instrument was manufactured in 2009. Visual inspection confirmed that a section of the seal was missing. The seal distance from the distal tip was 3.5 cm, and the root cause re: how it slipped into the trocar is indeterminate.

Event description:
Description of the original complaint. The rubber insulator joint separating the monopolar hook from the handle fell off of the ins trument. A laparoscopic procedure had to be performed to remove the particulate from the patient. There was no reported injury to the patient. Relevant events: the hospital further reported the insulator removed from the patient had a 6.5 mm outer diameter but the trocar had 5 mm inner diameter. The product catalog states the cev230-1 has a 5mm diameter.